Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
A ppm was implanted on pod #2.

Manufacturer narrative:
Updated sections b5 and h6 (component, impact).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
A patient received a 25mm valve and was taken to the ICU intubated and without complications of the procedure. On pod #1 the patient had complete heart block and was kept connected to epicardial pacing wires. By pod #2 the heart block continued and cardiology was consulted for permanent pacemaker placement. The patient was discharged home on pod #7.